Event description:
It was reported that during a pvi ablation procedure, there was difficulty removing the livewire catheter. When the catheter was removed, a string of the chiari network was noted on the device. The physician attempted to place the livewire catheter into the coronary sinus, but was unsuccessful. When pulling the catheter back, the physician was unable to remove the catheter. Fluoroscopy and ultrasound revealed the device was stuck behind the tricuspid valve. Force was used and the catheter came loose with a string of the chiari network. There was no intervention required and the pt was transferred to the ICU and observed for 3 hours.

Manufacturer narrative:
The device was not returned for eval and review of the device history record was not possible as the lot number is unk. The root cause classification cannot be determined as the device was not returned for investigation.